Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a vats lobectomy procedure, the blade of a new device was broken while applying energy on tissue. No patient consequence.